Event description:
Programming history database periodic review was performed on (B)(6) 2016. A high impedance event has been verified, on the patient's generator. On (B)(6) 2015 the device was interrogated twice, a system diagnostic was performed and resulted in high impedance. No additional relevant information has been obtained to date.